Event description:
Customer reported issues related to insulin not properly flowing through the tubing during filling, associated with a newly replaced mobi pump. Although occlusion alarms were sporadic and typically resolved by replacing supplies. There was no adverse impact to the customer's blood glucose level reported. Technical support recommended trying alternative infusion site locations and provided samples of a different infusion set. The customer declined immediate further assistance but was encouraged to return if issues persisted.